Manufacturer narrative:
Tab not completed. No malfunction. MDR filed due to keywords burn and spark present in complaint. Other items have sparked when using the same outlet, yet it is unverified if the outlet is causing the sparking. Should additional information become available a supplemental record will be filed.

Event description:
End user advised has a zoom 3 scooter and when plugs battery charger into scooter sparked about a month ago. End user advised let scooter sit and plugged unit in today into the same outlet and it sparked again and smelled a burning smell. End user advised outlet sparked also.